Event description:
It was reported via ms&s "nurse requesting more information about an orange plastic piece with metal sticking out of her patient's arm around her patient's powerpicc device. The orange piece is sticking out of the piccs exit site and has the transcription "lift and pull". The patient had the powerpicc placed last tuesday and states they are in "excruciating" pain. They are sending the patient to the ER. Does not have a reference or lot number for the device. Ms&s requested if a picture could be emailed of the device. Informed this device is not a bd product and is called a securacath. Its tip is metal and barbed under the skin to hold it in place and there is a specific process to insert and remove. Securacath has a procedural video for this on their webpage at www.securacath.com. Recommended the patient be evaluated by a physician due to the arm pain they are experiencing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.